Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the device clock was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was unable to get the device to transmit. It was also reported that the remote monitor had an unsuccessful daily wireless audit. The patient brought the remote monitor to the clinic and attempted transmission was unsuccessful. It was noted that during the enrollment process, the device clock was not correctly programmed. The patient management database confirmed that the remote monitor did not have any successful periodic transmissions since the date of the call. The icm remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.